Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause of the event was unknown. The patient was treated with intraperitoneal (ip) injection of ceftazidime (1 gram, once daily, duration not reported), ip injection of vancomycin (1 gram, once in five days, duration not reported) and an injection of heparin (1000 unit per exchange, route and duration not reported) for peritonitis. Patient outcome for this event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.